Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the package of the pulseselect catheter was damaged when delivered to the hospital, which also affected the inside product. There was no patient involved.

Manufacturer narrative:
Product event summary: the data files containing images were returned and analyzed. The returned images showed a damaged brown shipping carton and external white packaging box damaged and labelled with lot # 0012656050 and serial# (B)(6). In conclusion, the reported package sterile barrier compromised was confirmed via data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. During external visual inspection of the returned product and its original packaging, the white external box was observed to be torn/damaged. Inspection of the pouch did not identify any damage, seals were intact and no open area were observed. The sterile barrier was intact. In conclusion, the reported compromised sterile barrier was not confirmed through testing. The packaging failed the returned product inspection due to the torn/damaged external box. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.